Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that when pressing on the foot pedal, the x-ray is not enabling. Upon examining, the fse determined that the issue was most likely caused by a faulty footswitch; one side locking connector was defective. The defective parts were returned for analysis, for footswitch malfunction was observed. Upon visual inspection, damage was observed in one side connector locking screw; one thread was broken. However, the replacement of the wired footswitch by fse resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's wired footswitch was unable to trigger x-rays. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.